Event description:
During laparoscopic colectomy, a foreign object was seen in the pt's abdomen. Object was removed by surgeon - it was part of the ultrashears centering piece. Both the foreign object and the ultrasheers were removed from the surgical field and the surgery continued. Rep from auto sonix was in the hosp on the date of occurrence and was notified by or nurse mgr. Rep took another pair of ultroshears with the same lot # with them for evaluation.